Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after pressing the safety mechanism button. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle retraction failure of iagbc. The customer reported as follows: after catheter insertion, the hcp pressed the button to activate the safety mechanism, but it was not activated with the needle not retracted."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22g x 1.00in insyte autoguard device which displayed a needle that has been used but it is not retracted. Further microscopic inspection found that the grip was adhered to the needle hub. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive placement. This defect may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Because lot the lot number was not provided, pm records could not be verified to ensure proper functioning of the machine used in this process. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after pressing the safety mechanism button. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle retraction failure of iagbc. The customer reported as follows: after catheter insertion, the hcp pressed the button to activate the safety mechanism, but it was not activated with the needle not retracted."